Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station ccr2rm146 database was full and did not allow users to log in without throwing a fatal error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database was full and prevented users from logging in, resulting in a fatal error. A technical support specialist (tss) investigated the issue related to a database capacity problem affecting the station. The tss connected to the device and confirmed that the database size had grown excessively. A temporary corrective procedure from the knowledge article, "medstation es 1.7.4 devices are bloating maintenance service unable to get past purge deletion error" was applied, which successfully reduced the database size. To complete the process, the tss restarted the maintenance service on the station as instructed, restoring normal system operation. The system functioned as intended after the technical support specialist troubleshot the device.